Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml lot # 73g1600565 was manufactured on 07/25/2016 a total of (B)(4) pieces. Lot was released on 07/27/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference file pic_anp1900056725 for investigation. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. The trigger was engaged several more times with no clips firing. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the distal end of the channel was slightly bent. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. Although no clips were returned, the broken ratchet ears could lead to loading issues.

Event description:
It was reported that an endo5 cannot be closed during the gastro-intestinal endoscopic surgery. The professor used two endo5 in the surgery, both endo5 were found clips stuck after 10 hol were used and cannot be closed. The incident did not cause harm to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that an endo5 cannot be closed during the gastro-intestinal endoscopic surgery. The professor used two endo5 in the surgery, both endo5 were found clips stuck after 10 hol were used and cannot be closed. The incident did not cause harm to the patient.